Event description:
The reporter states that the customer experienced an event where she was given insulin based on the blood glucose result of 491 mg/dl on the accu-chek advantage system. In less than one hr following the insulin she went into diabetic shock and received an injection (unk contents) and d50 intravenous therapy by medical personnel. The customer was hospitalized for 6 days. New system sent and return requested.